Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer was unable to illuminate the screen with the wake button and when plugged into a power source. Customer's blood glucose level was not impacted. Customer stated they will contact their health care professional for a back up insulin therapy method.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.